Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 72, 316 mg/dl (frist set), 106, 271 (second set). Tests were done within 10 minutes with a difference of 112% (first set), 78% (second set). Pt did not experience any adverse events. No further info has been reported.